Event description:
Mid 80¿s male with history of urothelial carcinoma. Procedure: robotic assisted laparoscopic left radical nephrouretectomy with bladder cuff excision. The ethicon device did not fire, another one used without problems. Minor delay in case but no known harm to patient. Manufacturer response for staple, implantable, echelon flex (per site reporter) will obtain.